Event description:
A customer reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support to confirm if the issue is resolved.